Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) hospital, (B)(6) 2018 - two excel t handles identified as cracked by cssd on 25.6.18. Cracks were identified during sterilisation process and isolated for return to depuy warehouse. The cracks are in the same place, running through the centre of the handle parallel to the metal section of the instrument.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.